Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with pump showing 12 units while caller expected about 180 units, and display continued to change as insulin was delivered. There was no reported impact to the customer¿s blood glucose level. Customer confirmed air was removed from cartridge, was advised to use room temperature insulin when filling, declined to load new cartridge, and chose to continue using current cartridge with plan to follow up if necessary.